Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side "cramping" and "deflation".

Event description:
Patient reported right side "cramping" and "deflation". Device remains implanted.